Event description:
It was reported that prior to a planned lead revision procedure, the atrial lead was found to have dislodged. The lead was successfully repositioned during the planned procedure. The patient was noted to be in stable condition throughout the event.

Manufacturer narrative:
(B)(4).